Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's pump was stopping the bolus during delivery. During the call, the contact stated there were no alerts or alarms that had occurred and there was no alerts or alarms that were in the pump history. At the time of the call, the contact was able to successfully deliver the bolus. The customer's blood glucose level was 235 mg/dl, at the time of the event. Although it was requested that the contact upload the pump data for review of pump data logbook, no further information was provided.